Event description:
Customer reported a physicists discrepancy. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined system was working within specs, verified with state readings as well. System operates as intended. This MDR is related to ge healthcare complaint number.